Manufacturer narrative:
The device was not made available in this case. Without complaint device return it is not possible to determine how the product has been used. The root cause of the issue cannot be established. The product lot number was not provided by reporter. Investigation of the device history record cannot be performed. The reported issue cannot be further investigated at this time. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reporter that the 1st device was placed in use with patient on (B)(6) 2016. The patient had respiratory failure, copd, and pneumonia with fio2 of 50-60%. User facility reported tracheostomy tube was successfully placed and cuff was inflated. The tracheostomy tube was connected with ventilator circuit. According to reporter, the device cuff leaked and patient required bag ventilation and another tube (2nd portex uniperc tracheostomy tube) was placed. According to reporter, on (B)(6) 2016, the nursing staff noted patient's oxygen saturation had dropped and could hear a leaking sound consistent with cuff leak. The patient was then intubated orally on emergency basis, this time with a different tube type. The patient's stoma was sealed with occlusive dressing. According to reporter, the patient later developed acute respiratory distress syndrome but has not reported whether this event is alleged related to device issue or existing patient conditions. Note, as the user facility reported two product issues, the manufacturer will be filing 2 MDR reports - 2183502-2016-00653 and 2183502-2016-00654.